Manufacturer narrative:
(B)(4). Supplemental MDR - label content incorrect. Two thousand and eight hundred samples of 10ml twinpack syringes from material 303393, batch 5065846, were received and evaluated. All samples arrived in sealed packages within 28 case boxes, each containing 10 ml syringes. However, one thousand and seven hundred samples were packaged with a 5 ml top web. The condition observed is non-conforming per product specification. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material#: 303393 batch#: 5065846. Rcc received a complaint via email. I had an account manager who reached out to me. They were visiting one of their customers in xx and the customer showed them vend it# 303393 c#983056. The bd sticker says 303393 (10cc) on the box but in-side packaging says vend it# 303392 (5cc) chs# 464560, but the product in-side the wrapper is the 10cc. I have attached the photo they sent me. They are wondering if the product is right and is the 10cc or if the packaging is right and it¿s 5cc and the item is mis marked? It¿s at a hospital so they want to make sure they have the correct product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.